Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s). The sample was rerun on the same instrument and resulted (B)(6), which matched the patient history. It is unknown if the rerun result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the pinch valve for aspirate probe 2 was intermittently working. The fse replaced the pinch valve and verified the instrument functionality. The cause of the discordant, false negative hcv result was a malfunction of the pinch valve for aspirate probe 2. The instrument is performing according to specifications. No further evaluation of this device is required.